Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm mitral annuloplasty band, it was explanted and replaced with a 32mm annuloplasty band of the same model. The reason for the replacement was reported as "wrong size". It was also reported that the 34mm mitral annuloplasty band did not malfunction. No additional adverse patient effects were reported.